Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also returned. The returned dilator was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, an air leak was noted from the side port. The sheath was inserted, and a non-abbott transeptal wire (the synaptic medical's accusafe transeptal wire) was inserted into the dilator of the sheath. After transseptal puncture, flushing was attempted, but air was aspirated from the side port. Even after aspirating air several times, the air could not be removed completely. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.